Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a faulty speaker. The device includes redundant design features to support use of the device during a critical care event if the speaker does not provide voice prompts. These features include text instructions displayed on the defibrillator¿s main screen, an insert-pads-connector flashing light, flashing shock button and a charge tone. Details provided in an update from the source case indicate that the customer was provided a quote for repair but declined, so the repair was not performed. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential speaker failure. The root cause of the reported problem could not be confirmed because the device wasn't received for investigation; therefore, no repairs were performed. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer declined service repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.